Event description:
The customer reported via phone call that the insulin pump had no units left in the insulin pump and was not alarming. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer further explained that she had not received the empty reservoir warning. It was determined that because the piston had not extended entirely, the reservoir still had a small amount of insulin that could still be delivered. The customer was advised to perform an infusion set change when receiving a low reservoir warning as opposed to waiting for the reservoir to be empty. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.